Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip cracked and the aiming beam and laser were directed straight out of the end of the fiber after 26,404 joules and 4 minutes of use. The procedure was completed with a second fiber without patient complications.